Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (delivers pulse below lower limit) has been confirmed. A review of device download data confirmed that the monitor delivered a monophasic pulse during incoming pulse testing at the distributor. The cause for the monophasic pulse was isolated to oxidation on inter-pca connectors j1002 and j1003. The root cause for the oxidation build-up on the connectors is unknown. An internal corrective action has been initiated to investigate the oxidation build-up. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor delivered a pulse below the lower limit.